Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion sets leakage issue event 17 sep 2026. Due to the event, patient¿s blood glucose level was 538 mg/dl and was treated with correction bolus via pump. The infusion set was in use for two days. The leakage was at the site. The patient replaced infusion set and resumed insulin deliveries successfully.